Manufacturer narrative:
It was reported that after an initial bunion surgery all hardware was removed on (B)(6) 2021 due to what the surgeon believed was an allergic reaction to the hardware. There was no confirmation of metal allergy and upon removal, no deficiencies were found with any tmc device with the intended bones completely fused/healed. The device was not returned to the manufacturer for evaluation. Device specific lot information was not available, therefore a review of device history records was not able to be performed. However, all non-conformances for the sk12 were reviewed and no non-conformances or issues during the manufacture or release of the product were identified to date that could have contributed to what was reported. Based on the limited information available and unsuccessful attempts to obtain additional information, the most likely cause of the allergic reaction cannot be determined as it is unknown if the patient underwent allergy testing to confirm metal as the source. No facts suggest a causal relationship between the implantation/explantation of tmc devices and the patient's reaction. No other patient outcomes were reported as a result of this event and the surgeon indicated the patient's swelling has since subsided. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery all hardware was removed on (B)(6) 2021 due to what the surgeon believed was an allergic reaction to the hardware. There was no confirmation of metal allergy and upon removal, no deficiencies were found with any tmc device with the intended bones completely fused/healed. No other patient outcomes were reported as a result of this event.